Event description:
The customer reported getting blank mean deviation errors on the cartridge chemistry (cc) and the fluid leaking under the reagent probes in a unicel dxc 600i synchron access clinical system. The customer verified the connections at the top of the reagent probes fitting are tight and reagent syringe was not loose. The customer was wearing a lab coat and gloves at the time of the leak. The leak was contained within the instrument. There were no reports of direct contact with the leak or of injury as a result of the leak. There was no report of erroneous results were generated due to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Upon inspection, the fse determined that the leak was coming from reagent probe a and the leaking fluid that the customer found was deionized (di) water. The fse replaced a/b valve assembly, t-valve assembly and 2-way solenoid valve assembly to resolve the issue. The fse successfully performed quality control (qc) without any further issue. Beckman coulter (bec) internal identifier for this report is (B)(4).